Manufacturer narrative:
A siemens headquarters support center (hsc) specialist reviewed the instrument data. The hsc specialist determined that even though na and k results were imprecise, they were repeatable of the same aliquot well. Quality controls were within acceptable range. The instrument data did not show any process error during the time of event. There were no additional discordant results. The hsc specialist stated that the sample quality may have been a contributing factor impacting the proper sample aspiration for the assays requested for this sample. The hsc specialist determined that the cause of the discordant na and k results was due to contamination of the sample aliquot for sample ID (B)(6) however, the cause of aliquot contamination is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
Discordant sodium (na) and potassium (k) results were obtained on one patient sample on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s). The sample was repeated on an alternate dimension vista instrument, resulting different from the initial results. The results obtained on the alternate dimension vista instrument were reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant na and k results.